Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6). Was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the drawer failed to open. A field service engineer (fse) found the station with the full-height auxiliary drawer 6 unable to open. Fse opened the back panel and found the latch sensor light was not displaying on the module board. Fse discovered the magnet was missing from the latch inseparable. Fse powered down the station, removed the drawer from the station, and replaced the latch inseparable. Fse returned the drawer to the station and rebooted the device. After the reboot, the customer was able to log in, recover the drawer, and test the inventory with good results. The system functioned as intended after the field service engineer repaired the device.